Event description:
Customer reported that the numbers on the insulin pump were jumping back and forth and that she received a button error alarm. She stated that she had her insulin pump in her bathing suit between her breasts and the suit might have been wet or there might have been sweat. The blood glucose reading was 117 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No ramping numbers or scrolling bar anomalies were noted. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked battery tube threads and missing end cap sticker. Moisture damage was found on electronic and motor assembly.